Manufacturer narrative:
Visual inspection of the device confirmed corrosion on the cable along with a broken latch. Corrosion or a broken latch is a known cause for the failure of overheating. The device was scrapped by the manufacture.

Event description:
It was reported that during equipment testing by the customer at the user facility, the tps handpiece cable had an overheating error message. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the tps handpiece cable had an overheating error message. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.